Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight events were reported for this quarter. One device was available for evaluation but has not yet been received. Seven devices were received for evaluation. Seven events were confirmed during testing. Four devices were found to be affected by disassembly and missing components. Three devices were found to be affected by disassembly. Seven devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device disassembled. Seven events had no patient involvement; no patient impact. One event had no known patient involvement; no known patient impact.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device disassembled. 7 events had no patient involvement; no patient impact. 1 event had no known patient involvement; no known patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 previously reported event is included in this follow-up record. Product return status: 1 device was available for evaluation but has not yet been received. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.